Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient had a revision for an unknow reason. The patient was revised to cc inlay vitamin e, neutral, ø 32, gr. 2. No additional information available.

Manufacturer narrative:
Additional information h3: the patient involved was reportedly revised due to an unknown reason. The length of implantation is unknown and the revised components were not returned to exactech for evaluation and no images or radiographs were provided. The most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided. H6: component code, investigation codes corrected information h6: health effect-clinical code, medical device problem code.